Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes a low lead impedance <200 ohms in the bipolar configuration with the programmer and 130 ohms with the pacing system analyzer.